Event description:
It was reported that the patient turned off the pump in an attempt to clear a call service alarm. The patient attempted to power the pump back on but was unable to get any power to the pump. The patient attempted to use multiple batteries from different packages and confirmed the battery is being inserted properly. The patient reported no visible damage to the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): visual inspection revealed that there was a spring missing from the battery cap, and investigators were unable to use the cap. A test battery cap was used to complete testing. The pump was exercised for 24 hours with no power issues occurring. Investigation also revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Unrelated to the complaint, evaluation revealed a discolored display screen, which is not likely to cause an adverse event because it has no effect on insulin delivery function. The damaged battery cap and compartment are not likely to cause an adverse event, as the issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.